Manufacturer narrative:
(B)(4). Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error noted during testing. The motor was tested outside of the device and passed. Pump error alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variableinfo=03).

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure alarm during self test and another insulin pump error alarm when he tried to gave bolus. Customer reported that they received hardware low level failure alarm during self test. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer did displacement test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.